Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead. Model #: sc-4318, lot #: 19258949, description: clik x anchor. The explanted device was not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient was experiencing shocking sensation from the ipg site all the way down to the toes. The patient underwent a replacement procedure per physicians preference. The patient was doing well postoperatively.